Event description:
The patient was successfully treated for a stenosis of the right middle cerebral artery using angioplasty and stent placement. Nine months post procedure, the patient was re-admitted to treat in-stent restenosis using angioplasty. There were no reported complications and the patient was subsequently discharged.

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event. Evaluation conclusions: other for anticipated procedural complication. Boston scientific has made several attempts to gather additional information regarding the alleged event without result. Currently there are no further details to report. The device remains implanted and was not available for analysis. From the information provided, it was determined that the device was used in accordance with the labeling and that this did not cause or contribute to the reported event. A review of the labeling found that it contained language regarding restenosis therefore, a root cause of anticipated procedural complication was assigned.